Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 297 mg/dl at the time of hospitalization. The customer's blood glucose was 96 mg/dl at the time of call. The nurse stated that the customer had symptoms of high blood glucose such as nausea and vomiting. The nurse stated that the customer was given insulin drip and manual injection to treat the blood glucose. The nurse stated that the customer was off the insulin pump at the time of hospitalization for less than 48 hours. The nurse performed troubleshooting and did not find and setting issues. The nurse performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.